Event description:
Patient reported they have tmj problems. Their primary dentists referred them to a tmj specialist for tmj treatment. They were fitted with a customized splint to aid in recovery of tmj injury. They had a CT completed of their jaw showing increased injury to one side. They will require long term tmj treatment with the use of a splint. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.